Event description:
A biohazard leak is believed to have been incompletely decontaminated.this patient was treated with a miami applicator with a condom over it. There were no signs of a breach of the closed system for this patient.on the day of the procedure, the patient (index patient) was treated with the hdr (high dose rate) unit. During setup for the procedure, a stopper was removed from part of the equipment because it did not fit well. After the procedure, inspection of the transfer tubes found biological fluid in the specimen.the vendor, was contacted at the time and came on-site to decontaminate the equipment. The service engineer used the physics qa (or transfer) tube to remove the contaminated wire.approximately 2 weeks later, a different varian engineer came on-site for routine maintenance. Upon discussion and inspection, it was determined that unit should be considered contaminated because the physics qa (or transfer) tube was used during the decontamination process, thus contaminating that tube. That tube had continued to be used prior to subsequent further decontamination, therefore all parts of the unit that have been in contact with the wire and all related equipment are being treated as contaminated.all of these involved patients were treated with this closed system.the vendor is replacing the necessary equipment so that there is no risk for future patients.

Event description:
A biohazard leak is believed to have been incompletely decontaminated.this patient was treated with a miami applicator with a condom over it. There were no signs of a breach of the closed system for this patient.on the day of the procedure, the patient (index patient) was treated with the hdr (high dose rate) unit. During setup for the procedure, a stopper was removed from part of the equipment because it did not fit well. After the procedure, inspection of the transfer tubes found biological fluid in the specimen.the vendor, was contacted at the time and came on-site to decontaminate the equipment. The service engineer used the physics qa (or transfer) tube to remove the contaminated wire.approximately 2 weeks later, a different varian engineer came on-site for routine maintenance. Upon discussion and inspection, it was determined that unit should be considered contaminated because the physics qa (or transfer) tube was used during the decontamination process, thus contaminating that tube. That tube had continued to be used prior to subsequent further decontamination, therefore all parts of the unit that have been in contact with the wire and all related equipment are being treated as contaminated.all of these involved patients were treated with this closed system.the vendor is replacing the necessary equipment so that there is no risk for future patients.